Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Hybrid analysis found no evidence of high current drain condition. The cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature elective replacement indicator (eri) after nine months of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.